Manufacturer narrative:
Section d1 brand name corrected.

Manufacturer narrative:
Asae /major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details. Hemoptysis: the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 79-year old female patient experienced acute-myocardial infarction related cardiogenic shock. The patient underwent percutaneous coronary intervention and after failing to tolerate rotational atherectomy, the patient received an impella cp as a bailout strategy and was intubated in the cath lab. The patient was transferred to intensive care unit with the impella positioned optimally at 3.5 cm on echo, and systemic heparin infusion with bicarbonate purge solution was initiated. Upon arrival, the intensivist repositioned the impella under echo guidance to 3.6 cm in the lv, noted oozing at the insertion site, and planned to add dobutamine and wean pressors to reduce svr while administering albumin. The patient was transitioned to IV cangrelor and bleeding at the site subsided with clear urine output. Due to low urine output and hemodynamic instability, the impella was titrated from p-4 to p-7, resulting in improved stability, decreased pressor requirements, and increased urine output; echo confirmed stable placement at 4.4 cm with no suction events or alarms. The patient was extubated but required reintubation due to oral and pulmonary bleeding, and a hit panel was performed. Subsequently, the impella cp was removed and upgraded to impella 5.5 by using best practices, with optimal positioning confirmed by tee in the or. In the ICU, vasoactive drips were adjusted from epinephrine to dobutamine and low-dose norepinephrine due to tachycardia. At that time, the impella 5.5 was functioning well with waveforms within normal limits, no alarms or suction events, and the interdisciplinary team had no concerns regarding device performance. Based on the clinical information available, the impella cp is coded for major bleed and hemoptysis. Bleeding at the impella insertion site is a recognized and common risk associated with large-bore vascular access and the need for systemic anticoagulation during mechanical circulatory support. In this case, the patient was anticoagulated with heparin and received antiplatelet therapy as part of standard of care, which increases the likelihood of access-site oozing or bleeding. The subsequent bleeding from the mouth and lungs was not related to the impella device itself but was most likely due to the combined effects of systemic anticoagulation, antiplatelet therapy, and the presence of an invasive airway (endotracheal tube), which can cause mucosal trauma and predispose to bleeding in critically ill patients. The hemodynamic instability observed was consistent with the patient¿s critical condition (acute myocardial infarction with cardiogenic shock and severe left ventricular dysfunction). Impella support was appropriately escalated to meet the patient¿s physiological needs, and device performance of cp and later 5.5 remained stable with no alarms or suction events. Impella 5.5 was conservatively coded for tachycardia requiring medication, although considered not directly impella-related, but rather a consequence of the patient¿s underlying condition and pharmacologic management.